Event description:
It was reported that inadvertent deployment occurred. An 8 x 60 x 130 innova vascular stent was selected for use in a superficial femoral artery stenting. The device was opened on a sterile field. However, during preparation, it was noted that the distal tip of the stent had flared out. The yellow safety clamp was still on the device and the thumb roller was not touched. The plunger of device was not pulled out either. The device was immediately removed from sterile field and another of same device was opened and deployed successfully. No patient complications were reported.

Event description:
It was reported that inadvertent deployment occurred. An 8 x 60 x 130 innova vascular stent was selected for use in a superficial femoral artery stenting. The device was opened on a sterile field. However, during preparation, it was noted that the distal tip of the stent had flared out. The yellow safety clamp was still on the device and the thumb roller was not touched. The plunger of device was not pulled out either. The device was immediately removed from sterile field and another of same device was opened and deployed successfully. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 12mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock is still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.